Event description:
Patient arrived from outside facility via wing for nstemi. Taken to cath lab for uneventful intra aortic balloon pump installation. Post procedure roomed on cardiovascular intensive care unit. Less than 48 hours later, balloon machine console was alarming. Patient found with normal vital signs and blood backed up in helium line. Returned to cardiac cath lab for removal and placement of impella device.